Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed self-test, error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or audio/beep/vibrate anomaly noted during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was 172 mg/dl. The customer stated that the pump kept beeping after exposing it to moisture. Troubleshoot was performed and the changed batteries and pump was alarming battery out limit. The customer stated that the pump did not vibrate during the vibrate test of the self-test. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.